Manufacturer narrative:
It was reported that the patient passed away while in transit to another facility soon after having been removed from the central nurse's station (cns). The clinical staff called nihon kohden for assistance in retrieving the patient's data from the cns that had experienced a failed patient transfer procedure from one tele to another. The log files have been sent in and are awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the patient passed away while in transit to another facility soon after having been removed from the central nurse's station (cns).

Event description:
It was reported that the patient passed away while in transit to another facility soon after having been removed from the central nurse's station (cns).

Manufacturer narrative:
Details of complaint on (B)(6) 2018 customer stated that there was a patient transfer from a1 to ICU. After the transfer, full disclosure data was missing for the a1 portion. Only ICU data was shown. Customer explained that the procedure from the operator's manual, section 5.16 was followed. However, while explaining the procedure, nk tech support noted that customer performed an extra step after the transfer was completed: re-admit patient from the ICU cns. When this is done, previous data would be lost. Device logs were analyzed by nkc, manufacturer of the cns device. From the available logs, patient transfer was confirmed. Additionally, partial information from the logs was available in revealing that there might have been a power loss at the bedside monitor just before the transfer. The missing "nkevent.evt" file from the ICU device prevents confirmation of the power loss. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the extra step of re-admitting patient at the ICU cns would have cause previous data to be lost. However, with the possible power lost at the bedside monitor at the time of the transfer, it is unknown which event had caused the data lost. The a1 cns (pu-621ra s/n (B)(4)) was put into service on (B)(6) 2016. Service history shows that missing data during patient transfer is an isolated incident for both this device and user facility. Customer understood the extra step of re-admitting the patient could cause data to be lost. The root cause of the data lost could not be determined. Correction: approximate age of device: incorrectly calculated. Additional information: outcomes attributed to adverse event. Date of this report. Date user facility/importer became aware of the event. Type of report. Date report sent to FDA. Date report sent to manufacturer. Date received by manufacturer. Type of report. If follow-up, what type? Additional information . Correction . Device evaluated by manufacturer? Event problem and evaluation codes. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: lot # & expiration date. The following fields are no information (ni) as attempts to obtain that information was made but not provided: age at time of event, date of birth. Sex. Weight. Ethnicity. Race. Relevant tests/laboratory data. Other relevant history.